Event description:
The report received from the affiliate indicated that during an interventional procedure, a cypher 2.5 x 28mm stent was implanted successfully in the target lesion. The target lesion was the proximal-distal circumflex. The lesion was reported to be: moderately calcified, very tortuous, de novo, and a 99% stenosis. An additional cypher 2.5 x 28mm stent was delivered to the target lesion but was not able to cross/access the lesion. The physician retrieved the stent delivery system (sds) into the guiding catheter and the stent dislodged from the sds into the guiding catheter. The physician removed the entire system from the patient successfully. There was no reported patient injury. The patient is to be re-scheduled for a percutaneous coronary intervention (pci) at a later date.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.